Event description:
The customer reported that the system had a loss of cine function. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge and the cine drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.